Manufacturer narrative:
Device not released from implant site.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient's aortic diameter was outside the treatment range for the device. To obtain proximal seal, the physician placed the aortic body stent graft proximal to the recommended location and implanted bilateral stentsin the renal arteries via brachial access. Upon deployment of the renal stents, the introducer sheath was inadvertently advanced over one of the stent crowns of the aortic body stent graft causing the anchors to engage into the introducer sheath and prevent its removal. The patient was converted to open surgery and the stent graft was explanted. As of the date of this report, there have been no additional patient sequelae reported.